Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no reported device malfunction. The reported patient effect of transient ischemic attack is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported on (B)(6) 2018, a 3.0x23 mm xience sierra stent was implanted. On (B)(6) 2018 the patient was re-admitted with cardiovascular symptoms and transient ischemic attack (tia). The type of intervention was not been reported and final patient outcome is unknown. No additional information was provided.